Event description:
It was reported that an infusor seven day 0.5 ml/hr device leaked into the purple overpouch. This occurred before use of the device. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the actual sample was not returned for evaluation; however, a photograph of the device was available for evaluation. Inspection of the photograph showed no clear evidence of a leak. The photographic evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.